Event description:
It was reported that the patient experienced discomfort with this inflatable penile prosthesis (ipp) related to cylinder oversizing, leading to a surgical intervention. During the procedure, the cylinders and pump were removed and replaced, the new components were plugged into the existing reservoir. The surgery outcome was successful and no patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.